Manufacturer narrative:
Analysis of the returned programmer found no anomaly. (B)(4) apply to the programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that there was a loss of stimulation. The patient was not feeling stimulation despite having recently charged. The patient sync with the programmer and verified that the stimulation was on. The patient increased stimulation to 7.10v and was able to feel stimulation again. It was noted that troubleshooting resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with an implantable neurostimulator (ins) reported that they had poor communication on the patient programmer. Patient reported that they were able to communicate with the ins recharger (insr). The patient is reported to have no recent implant or revision surgery. It was reported that the patient doesn¿t use the antenna. The patient tried using the antenna but was still getting poor communication screen. The reported that they needed to increase stimulation because they were not feeling stimulation that is strong. Patient reported that this was a sudden change in therapy/symptom. The patient indications for use are non-malignant pain and failed back surgery syndrome.